Event description:
It was reported that the lead exhibited loss of capture and sensing and was programmed off approximately one year ago. On 05/15/2015 the lead was capped and replaced during a device change out procedure. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).